Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the device was cracked; the liquid crystal display (lcd) tested out-of-specification in an electrical manner. It was also noted that the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked display screen. The epg has been returned for repair. There was no patient involvement